Event description:
A shout study patient experienced intermittent pain after splitting wood. A CT scan revealed lucency in the glenoid component, indicating loosening. The primary surgery occurred. However, the adverse event of glenoid component loosening was resolved without further complications.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.